Event description:
A literature review identified the article, chang yj, hsu ch, liao cc, et al. Clinical and radiologic outcomes of minimally invasive locking plate versus screw fixation for displaced intra-articular calcaneal fractures (diacfs) via sinus tarsi approach: a comparative study. Bmc surgery. 2025 oct;25(1):449. Doi: 10.1186/s12893-025-03208-w. Pmid: 41044595; pmcid: pmc12495791. This retrospective study focused on treating displaced intra-articular calcaneus fractures in 38 patients/40 feet with either screw fixation or minimally invasive locking plate fixation using a sinus tarsi approach. Patients were treated between 2015 to 2020 and had a minimum of 3 years of follow-up. Of the 38 patients, 17 were treated with the acumed mini-calc 3.5mm 8-hole plate and 23 were treated with an unspecified 3.5mm and/or 4.5mm headed screw. The clinical outcomes evaluated included the visual analogue scale (vas), maryland foot score (mfs), olerud-molander (om) ankle score, american orthopaedic foot and ankle society (aofas) hindfoot score, occurrence of complications, and radiological outcomes. Implants were removed in 6 patients treated with plate fixation and 6 patients with screw fixation. Other complications were reported in 6 patients treated with plate fixation: 1) poor wound healing in 2 patients, 2) sural nerve injury in 3 patients, and 3) 2 patients with subtalar arthritis. In the screw fixation group, patients reported complications for poor wound healing (1 patient), sural nerve injury (1 patient), subtalar arthritis (3 patients), and revision surgery (1 patient). No statistical differences between the final vas, mfs, om, and afoas scores were found between the two treatment groups. Similarly no differences were found in radiological outcomes for calcaneus height, calcaneus length, calcaneus width, or böhler's angle. The authors concluded that the use of minimally invasive plate fixation provides a safe and effective treatment of calcaneal fractures although the screw fixation group had shorter surgical times.

Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined. Below are all related report numbers regarding this literature review (13 total for this article): note, this MDR is included in the list below. 3025141-2025-00601, 3025141-2025-00602, 3025141-2025-00603, 3025141-2025-00604, .3025141-2025-00606, 3025141-2025-00607, 3025141-2025-00608, 3025141-2025-00609, 3025141-2025-00610, 3025141-2025-00611, 3025141-2025-00612, 3025141-2025-00632.